Event description:
It was reported that after this device was initially used to dilate an om lesion and was being introduced back into the guide catheter, the distal portion of the stiffening stylet bent and resulted in a fracture of the catheter's bodystock at that point. The device was not used further. There has been no claim of injury related to this event.